Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient experienced a corneal burn during a surgery. The handpiece what hot to the touch and had low aspiration. The surgery was completed. Additional information has been requested but none has been received.

Manufacturer narrative:
The company representative attended the facility, but did not mention finding anything associated with the reported event. However, the company representative did mention that ¿the facility staff did not attribute the machine to have contributed to the event¿ and he also mentioned that he ¿does not believe the handpiece was checked.¿ the system was tested and found to meet specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. The manufacturer internal reference number is: (B)(4).